Manufacturer narrative:
Not returned

Event description:
Complaint received that alleges called to tell us that he was diagnosed with renal failure and wanted to know if it was the result of the bone stimulator. We asked him if he had spoken with his doctor and he told us no". Questionnaire not received from clinician and/or patient. Device not returned to manufacturer for evaluation.